Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported that the clips are falling out and they do not close properly. There was no consequence to the pt.